Event description:
On (b)(64) 2019, a 21mm epic valve was implanted in the aortic procedure. After the device was implanted, an echocardiogram was performed and moderate-severe valvular insufficiency was observed. The device was explanted and observed that the leaflets didn't coapt symmetrically. The device was replaced with a non abbott mosaic valve extending the procedure 2 hours including 90 minutes of additional bypass time. The patient was stable. The valve was noted to be rinsed and handled according to the IFU.

Event description:
On (B)(6) 2019, a 21mm epic valve was implanted in the aortic procedure. After the device was implanted, an echocardiogram was performed and moderate-severe valvular insufficiency was observed. The device was explanted and observed that the leaflets didn't coapt symmetrically. The device was replaced with a non abbott mosaic valve extending the procedure 2 hours including 90 minutes of additional bypass time. The patient was stable. The valve was noted to be rinsed and handled according to the IFU. The physician didn't use pledgets, the subaortic area was debrided, and the patient didn't have a hypertropic septum.

Manufacturer narrative:
The reported event of valvular insufficiency could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event remains unknown.